Manufacturer narrative:
Result of investigation: the device was not returned for investigation and vyaire medical determined root cause as due to defective o2 pressure regulator, inspiration block - o2 pressure limiter.

Manufacturer narrative:
At this time, the suspect device has not been returned to the manufacturer for evaluation. However, after log file provided was reviewed, the technical support initiated to advised the customer the necessity to change the inspiration block and to upgrade the software to version 6.0.1200.0. No exact root cause has been determined yet. The investigation still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported no o2 dosing active alarm on a bellavista 1000 while connected to a patient. Furthermore, the patient was transferred to a back up ventilator, no patient harm was reported.